Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: d9 h3, h6: a product investigation was conducted. Visual inspection: the drill bit ø1 l46/34 2flute (p/n: 513.005, lot: f-22063) was returned for investigation. A visual inspection noted that the distal end of the drill bit was broken off. The broken off portion was not returned. No other damage or defects were noted with the device. Document /specification review: based on the date of manufacture, the current and manufactured version of drawings for the part were reviewed: dimensional inspection: shaft diameter was measured and found to be conforming as per relevant drawing. Conclusion: the drill bit was noted to be broken during a visual inspection, therefore the complaint is confirmed. During investigation no manufacturing or design discrepancies were identified. A definitive assignable root cause cannot be determined from the provided information but it could be higher resistance experienced by the drill but during surgery. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. H3, h4, h6: a device history record (DHR) review was conducted: part: 513.005 lot: f-22063 manufacturing site: selzach supplier: synthes gmbh release to warehouse date: 18 august 2017 a manufacturing record evaluation was performed for the finished article lot and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. D4: lot number g1: corrected manufacturer contact facility name g1: corrected physical device manufacturer name

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2021, the drill bit broke at the moment of the brocade. Procedure was completed successfully with fifteen(15) minutes of surgical delay. This report is for one (1) drill bit ø1 l46/34 2flute. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Additional narrative: complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.